Manufacturer narrative:
Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.

Event description:
It was reported that the patient with this pacemaker experienced dyspnea following an increase in the minute ventilation (mv) rate frequency. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.